Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on february 23, 2010 that an optiflex nitinol stone retrieval basket was used for a flexible ureteroscopy procedure performed on (B) (6) 2010 (patient weight is unavailable). According to the complainant, a portion of one basket wire detached inside the patient. It is unknown if a stone was in the device when the wire broke. The physician originally attempted to retrieve the detached portion of the device with alligator forceps, but was unsuccessful. A urovac was used to irrigate the detached portion out of the patient. The procedure was successfully completed with another optiflex nitinol stone retrieval basket. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."